Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. During a visual functional test for proper activation, 20 retained samples were examined, out of which two samples failed as the safety shield detached from the device during activation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke off before it could be activated, after collection from the patient. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield broke off before it could be activated, after collection from the patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.